Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2130) on 29-oct-2015. The most recent information was received on 25-jun-2018. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of ay returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event (s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe and persistent pain/ pelvic pain (sharp, bilateral,then right more than left)/phantom pain"), atrial fibrillation ("heart problems(a-fib)"), genital haemorrhage ("bleeding and spotting") and autoimmune disorder ("symptoms of autoimmune disorder") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (((B)(6) 1982,(B)(6) 1988, (B)(6) 2006)), multigravida, toxemia of pregnancy in 1982, diabetic in 2006, cholecystectomy (gallbladder removal, upper right quadrant pain) in 2008, colonoscopy on (B)(6) 2009, gastric bypass, hot flashes, hypertension, weight loss, obesity, wisdom teeth removal, menopausal syndrome and feeling hot. She is a nonsmoker. Concurrent conditions included feeling cold, dry skin, tension, chronic post nasal drip, paroxysmal nocturnal dyspnea, milk allergy, perineal pain, spondylosis, scoliosis, angina pectoris, hearing loss, leiomyoma nos and adenomyosis. Family history included heart attack (father), stroke (mother), hypothyroidic goiter, head fullness (yongest children), graves' disease (sister) and thyroid disorder (sib ling). Concomitant products included budesonide w/formoterol fumarate (symbicort) for asthma, fenofibrate for cholesterol levels raised, nuvaring since 2006 to november 2009 for contraception, insulin lispro (humalog) for diabetes, lisinopril for hypertension as well as antidiarrhoeal microorganisms (probiotics) and verapamil. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("insertion was excruciating") and headache ("headaches / constant headache/ with"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), anxiety ("anxiety"), back pain ("back pain"), dizziness ("dizziness"), dyspareunia ("excruciating intercourse"), pollakiuria ("frequency with urination"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching,fluttering"), arthralgia ("joint pain"), pain in extremity ("leg pain"), dysgeusia ("metallic taste in mouth"), gastrointestinal disorder ("gi symptoms"), paraesthesia ("tingling"), memory impairment ("forgetfulness"), panic attack ("panic attacks"), tinnitus ("ringing in ears / tinnitus"), malaise ("malaise"), phantom pain ("phantom pain") and mental impairment ("diminished brain function"). In (B)(6) 2009, the patient experienced amenorrhoea ("menstral periods ceased soon after insertion / cessation of menses"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, 4 years 11 months after insertion of essure, the patient experienced atrial fibrillation (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), depression ("depression"), loss of libido ("no libido"), asthenia ("lack of any energy"), vertigo ("vertigo"), deafness ("hearing loss"), confusional state ("confusion"), amnesia ("memory loss"), weight increased ("weight gain"), disturbance in attention ("diminished brain function/ inability to concentrate"), alopecia ("hair loss"), insomnia ("insomnia"), lymphadenopathy ("swollen glands"), hypoaesthesia oral ("numbness in jaws-lips"), swelling face ("swelling and jaw"), lymphatic disorder ("lymph symptoms"), adrenal disorder ("adrenal problems"), hypersensitivity ("sensitivities / hypersensitivity reaction/allergy"), skin hyperpigmentation ("hyper pigmented identified oval "), anger ("anger issues"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"), pain ("body aches"), allergy to metals ("allergic to nickel"), skin irritation ("skin irritations"), lip swelling ("swelling lips"), vaginal haemorrhage ("spotting"), polycystic ovaries ("ptos (interpreted as polycystic ovarian syndrome) as reported") and vitreous floaters ("headache with floaters-event splitted for coding"). The patient was treated with ibuprofen (advil), antibiotics, diltiazem (cardizem) and surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and dizziness had resolved, the atrial fibrillation, genital haemorrhage, autoimmune disorder, procedural pain, feeling abnormal, tooth disorder, amenorrhoea, back pain, asthenia, vertigo, deafness, dyspareunia, pollakiuria, muscle spasms, muscle twitching, weight increased, arthralgia, pain in extremity, dysgeusia, gastrointestinal disorder, paraesthesia, disturbance in attention, memory impairment, panic attack, tinnitus, alopecia, insomnia, lymphadenopathy, swelling face, lymphatic disorder, adrenal disorder, hypersensitivity, skin hyperpigmentation, anger, post-traumatic stress disorder, pain, malaise, allergy to metals, skin irritation, lip swelling, vaginal haemorrhage, polycystic ovaries, phantom pain, mental impairment and vitreous floaters outcome was unknown, the anxiety and depression had not resolved and the loss of libido, confusional state and amnesia was resolving. The reporter considered adrenal disorder, allergy to metals, alopecia, amenorrhoea, amnesia, anger, anxiety, arthralgia, asthenia, atrial fibrillation, autoimmune disorder, back pain, confusional state, deafness, depression, disturbance in attention, dizziness, dysgeusia, dyspareunia, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypoaesthesia oral, insomnia, lip swelling, loss of libido, lymphadenopathy, lymphatic disorder, malaise, memory impairment, mental impairment, muscle spasms, muscle twitching, pain, pain in extremity, panic attack, paraesthesia, pelvic pain, phantom pain, pollakiuria, polycystic ovaries, post-traumatic stress disorder, procedural pain, skin hyperpigmentation, skin irritation, swelling face, tinnitus, tooth disorder, vaginal haemorrhage, vertigo, vitreous floaters and weight increased to be related to essure. The reporter commented: plaintiff did not sought medical treatment for allergies, sensitivities, symptoms of autoimmune disorder, brain fog, inability to concentrate, hair loss, insomnia, swollen glands, swelling/numbness in jaws-lips, lymph symptoms, adrenal problems. Diagnostic results: on (B)(6) 2009, hysterosalpingogram was done. Concerning the injuries reported in this case, the following one were reported via social media headache. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of ay returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event (s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Events: phantom pain, mental impairment ,floaters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of atrial fibrillation ("heart problems(a-fib)"), pelvic pain ("pelvic pain / severe and persistent pain/ pelvic pain (sharp, bilateral,then right more than left)") and genital haemorrhage ("bleeding") in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 ((B)(6) 1982, (B)(6) 1988, (B)(6) 2006), multigravida, toxemia of pregnancy in 1982, diabetic in 2006, cholecystectomy (gallbladder removal, upper right quadrant pain) in 2008, colonoscopy on (B)(6) 2009, gastric bypass, hot flashes, hypertension, weight loss and obesity,menopausal syndrome,feeling hot, she is a nonsmoker. Family history included heart attack(father), stroke(mother), hypothyroidic goiter(sister), head fullness(youngest children)and graves' disease (sister), thyroid disorder(sibling) concomitant products included budesonide w/formoterol fumarate (symbicort) for asthma, fenofibrate for cholesterol levels raised, nuvaring in 2006 for contraception, insulin lispro (humalog) for diabetes, lisinopril for hypertension as well as antidiarrhoeal microorganisms (probiotics) and verapamil. Concurrent conditions included, feeling cold, dry skin, tension, upper-airway cough syndrome,dyspnoea paroxysmal nocturnal, milk allergy. Patient experienced procedural pain ("insertion was excruciating"), pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches / constant headache/ with"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced atrial fibrillation (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced the first episode of feeling abnormal ("brain fog"), anxiety ("anxiety"), depression ("depression"), tooth disorder ("dental problems "), amenorrhoea ("menstrual periods ceased soon after insertion / cessation of menses"), loss of libido ("no libido"), back pain ("back pain"), asthenia ("lack of any energy"), vertigo ("vertigo"), dizziness ("dizziness"), deafness ("hearing loss"), the second episode of feeling abnormal ("brain fog"), confusional state ("confusion"), amnesia ("memory loss"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("excruciating intercourse"), pollakiuria ("frequency with urination "), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), weight increased ("weight gain"), arthralgia ("joint pain"),leg pain(pain in extremity), metallic taste in mouth(dysgeusia) gi symptoms (gastrointestinal disorder),tingling sensations(paraesthesia), diminished brain function /inability to concentrate(concentration loss), forgetfulness(memory impairment), panic attacks(panic attack), ringing in ears(tinnitus), symptoms of autoimmune disorder(autoimmune disorder), hair loss (alopecia), insomnia(insomnia), swollen glands(lymphadenopathy), swelling in jaw lips (swelling face) numbness in jaws-lips(numbness lips), swelling lips (lip swelling),lymph symptoms(lymphatic disorder), adrenal problems(adrenal disorder), sensitivities / hypersensitivity reaction/allergy (hypersensitivity),hyper pigmented identified oval patch and right shoulder hyper pigmented macule(skin hyperpigmentation), anger issues(anger), ptsd (post traumatic stress disorder)( post-traumatic stress disorder), body aches (pain), malaise (malaise),allergic to nickel(allergy to metals) and skin irritations (skin irritation), the patient was treated with ibuprofen (advil), antibiotics, diltiazem (cardizem) and surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the atrial fibrillation, procedural pain, tooth disorder, amenorrhoea, back pain, asthenia, vertigo, deafness, genital haemorrhage, dyspareunia, pollakiuria, muscle spasms, muscle twitching, weight increased arthralgia, leg pain, metallic taste in mouth, gi symptoms, tingling sensations, diminished brain function /inability to concentrate, forgetfulness, panic attacks, ringing in ears, symptoms of autoimmune disorder, symptoms of autoimmune disorder, insomnia, swollen glands, swelling in jaw lips, numbness in jaws-lips, ), swelling lips , lymph symptoms, adrenal problems, sensitivities / hypersensitivity reaction/allergy, hyper pigmented identified oval patch and right shoulder hyper pigmented macule, anger issues , ptos (interpreted as polycystic ovarian syndrome) as reported (polycystic ovarian syndrome), ptsd (post traumatic stress disorder) ,body aches , malaise, allergic to nickel, allergic to nickel outcome was unknown,the patient was treated with ibuprofen (advil), antibiotics, diltiazem (cardizem) and surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the atrial fibrillation, procedural pain, tooth disorder, amenorrhoea, back pain, asthenia, vertigo, deafness, genital haemorrhage, dyspareunia, pollakiuria, muscle spasms, muscle twitching, weight increased and arthralgia outcome was unknown, the anxiety and depression had not resolved, the loss of libido, the last episode of feeling abnormal, confusional state and amnesia was resolving and the pelvic pain, headache and dizziness had resolved. The reporter considered amenorrhoea, amnesia, anxiety, arthralgia, asthenia, atrial fibrillation, back pain, confusional state, deafness, depression, dizziness, dyspareunia, genital haemorrhage, headache, loss of libido, muscle spasms, muscle twitching, pelvic pain, pollakiuria, procedural pain, tooth disorder, vertigo, weight increased, feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of ay returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event (s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. On (B)(6) 2009, hysterosalpingogram was done. Most recent follow-up information incorporated above includes: on (B)(6) 2017:mr received:event brain fog, confusion, memory loss, bleeding, spotting, excruciating intercourse, frequency with urination abdominal spasms, twitching, fluttering, back pain, joint pain, leg pain, metallic taste in mouth, gi symptoms ,tingling sensations, diminished brain function /inability to concentrate, forgetfulness, anxiety, panic attacks, ringing in ears, ringing in ears, sensitivities, symptoms of autoimmune disorder, hair loss, insomnia, swollen glands, swelling/numbness in jaws-lips, lymph symptoms, adrenal problems, hyper pigmented identified oval patch and right shoulder hyper pigmented macule, anger issues, post traumatic stress disorder, tinnitus, allergic to nickel¿. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as follow up to previous report submitted under former legal manufacturer. Report type ¿initial¿ indicates here initial submission by new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.